Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to load a new cartridge. Technical support instructed the caller to remove the pump from the case, clean the pneumatic tap area, and guided them through the process of filling and loading a new cartridge using the proper technique. Loading a second cartridge resolved the issue, and the caller successfully resumed insulin delivery.